Manufacturer narrative:
Method: (testing not performed). Results: (product not returned). Conclusions: (no evaluation will be performed).

Event description:
Customer states, the lot 2015-11 ae was being used on the day that the pt's fistula needle dislodged from the cannulation site. The customer alleges that the pt had a blood loss of approx 300-400cc and that the pt's hemoglobin had dropped, which required an increase in his usual dose of epogen. No further medical care was required. The customer alleges that the tape did not seem to stick well. The customer stated that they have rec'd micropore plus 1532-1 and that it is adhering well.